Event description:
A zoll patient service representative (psr) contacted zoll customer support while assisting a (B)(6), male, patient, to report that there were exposed wires on his electrode belt. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon receipt the belt failed the hi-pot test, the distribution node to rear therapy electrode cable was pulled from the strain relief and all gels were deployed. The electrode belt was able to detect a patient, but was unable to treat. The cause for the hi-pot test failure was the damaged cable. The root cause for the damaged cable cannot be positively determined but is likely physical abuse. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.